Manufacturer narrative:
Other applicable components are: product ID 977a2, lot# unknown, implanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
It was reported that impedance testing performed after the placement of a surgical trial lead found that electrode #7 showed high impedances. The issue was reportedly contributed to by a "procedure or product failure." Following the impedance measurement, an electrode other than #7 was used; the issue remained unresolved at the time of report. There were no surgical interventions planned or performed. It was noted the patient's indication for use was chronic intractable pain.